Event description:
As reported by the field, during a mechanical thrombectomy, an embotrap ii 5x21 revasc. Device ( et007521, 22h081av) became impeded in the proximal of a prowler select mc 21, 160 cm, ous, 2 marker (mc21160c2, 30995982) and could not advance any more. The physician removed the stent and microcatheter (mc) from the patient¿s body and switched to new devices to complete the surgery. There was no patient injury reported.

Manufacturer narrative:
Product complaint: # (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section e1. Initial reporter phone: (B)(6). The device was discarded; therefore, no further investigation can be performed. A device history review (DHR) associated with lot 22h081av, presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. This is one of two products involved with the complaint and the associated manufacturer report numbers: 3008114965-2023-00598.

Manufacturer narrative:
Product complaint # ==> pc-(B)(4). Section b5: additional information received indicated that there was no damage to the prowler select microcatheter or the embotrap. The insertion tool was securely placed in the hub of the microcatheter prior to attempting to advance the embotrap. The devices were used as per the instruction for use (IFU). The device was flushed without difficulty. The device was able to advance through the hub. No passes had been made. The procedure was prolonged by 10 minutes due to the event and there was no clinical significance. Complaint conclusion: as reported by the field, during a mechanical thrombectomy, an embotrap ii 5x21 revasc. Device (et007521, 22h081av) became impeded in the proximal of a prowler select mc 21, 160 cm, ous, 2 marker (mc21160c2, 30995982) and could not advance any more. The physician removed the stent and microcatheter (mc) from the patient¿s body and switched to new devices to complete the surgery. There was no patient injury reported. Additional information received indicated that there was no damage to the prowler select microcatheter or the embotrap. The insertion tool was securely placed in the hub of the microcatheter prior to attempting to advance the embotrap. The devices were used as per the instruction for use (IFU). The device was flushed without difficulty. The device was able to advance through the hub. No were passes had been made. The procedure was prolonged by 10 minutes due to the event and there was no clinical significance. The device was discarded; therefore, no further investigation can be performed. A device history review (DHR) associated with lot 22h081av, presented no issues during the manufacturing or inspection process that can be related to the reported complaint. With the information available and without the product available for analysis, the reported customer complaint could not be confirmed. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. The exact cause of the event could not be determined; however, there are circumstances of the procedure that may have contributed to the reported failure. The instructions for use (IFU), wants to not advance the device through the microcatheter against significant resistance. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.